Event description:
Provider states unit's stroller handle is broken.

Manufacturer narrative:
Invacare awareness date (01/17/2013). Complaint was not given to regulatory affairs from customer service for processing until (05/22/2013). Potential for injury associated with a stroller handle on a sprxt manual wheelchair allegedly breaking off. This could cause instability with the product. (B)(4).